Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during an endoscopic sphincterotomy procedure performed on (B)(6) 2013 in the patient's papilla . According to the complainant, during the procedure, the device is unable to deliver current. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Another autotome rx 44 was used to complete the procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length and the distal end of the device were twisted and residues were found along the working length a functional evaluation was performed that tested the electrical resistivity of the device and found that device met specifications. The device functioned as intended with respect to electrical functionality. Although the investigation was unable to confirm the reported complaint that the device failed to deliver current, it is possible that anatomical/procedural factors may have contributed to the event. Therefore, the most probable root cause classification is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Although the full investigation did not confirm that the device failed to deliver current, stress problem is being used to capture the twisted working length.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 - 30mm sphincterotome was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device failed to deliver current. No damage was noted to the device during unpacking. The procedure was completed with an autotome rx 44 - 20mm sphincterotomes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".